Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the probe initially passed the test, showing 4 green lights, indicating it was functioning correctly. However, during use, the probe stopped working, and there was no feedback from the stylet despite good benchmark tests (green lights). Changing the nim generator did not resolve the issue. There was no return for stimulation during surgery, even though impedances were tested before and during surgery. Initially, the impedances were green but intermittently turned red, and a red cross was seen during surgery, indicating a missing response during stimulation. There was no patient injury.